Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm® volbella® with lidocaine in the lip area. Approximately three weeks later, patient developed small hard nodules scattered in internal mucosa top and bottom lips described as granulomas. Biopsy was not provided. Patient was treated with 300 units of hyaluronidase and take reactine 10 mg orally once daily for 7 days. A week later, patient was treated with 150 units of hyaluronidase as the nodules (non-painful) in the corners of the lips had not dissolved.